Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 235mg/dl. The customer declined troubleshooting for the issue as they had discarded the pump supplies. The customer reported manual injection were being used for insulin therapy.